Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed, although the reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and patient effect to be related to the patients anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the posterior tibial artery. Resistance with the anatomy was felt while advancing a .014 ht winn guide wire. The guide wire separated and the tip remained in the occluded portion of the artery. The procedure was successfully completed with an unknown stent. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.